Event description:
Technical supervisor reporting a "blood leak with the first use of the dialyzer". The leak was found at the initiation of pt treatment with visualized in the dialysate. The treatment was stopped, the extracorporeal circuit was discarded, ebl 200cc without adverse effect to the pt. The complaint dialyzer was initially saved but has been discarded. MDR filed due to blood loss reported.